Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with hospitalization. The customer reported blood glucose value of 32 mg/dl. The event involved product(s) mmt-1884, unk_sensor, mmt-332a, unomedical. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of low blood glucose event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_sensor. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported that they were in the hospital due to hypoglycemia. User also alleged diabetic ketoacidosis however no information was provided on it. User stated they had a blood glucose of 92 mg/dl during lunch and it went down to 31 mg/dl. User stated bg was 32 mg/dl at the hospital. User also reported a 72 mg/dl however it is unclear when they had that reading. User declined to complete troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.